Event description:
On (B)(6) 2009, the pt reported that she noticed moisture in the cartridge compartment of her infusion device. She was instructed to place the infusion device in the stop mode and to remove the insulin cartridge from the infusion device. She attempted to clean the cartridge compartment but stated that the moisture was under the piston rod. She was advised to allow the infusion device to air dry. She stated that the insulin cartridge did not appear to be cracked or leaking. She stated that she does not attach the infusion tubing and adapter to the insulin cartridge prior to use. She was educated on the proper procedure. She switched to the backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.